Manufacturer narrative:
The devices involved in the event has not been returned for evaluation.. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, evar was performed for an abdominal aorta aneurysm. Since there was a significant calcification on the access vessel, percutaneous transluminal angioplasty (pta) and the afx sheath was inserted from the right common femoral artery, but afx sheath could not be passed through narrow vessel portions, so the access was changed to the left side. After the afx main body was inserted, it was noted that the radiopaque marker on afx sheath was detached from its tip and moved to the right internal iliac artery. The main body was deployed then the delivery system and afx sheath were removed. Proximal extension was inserted next with a new afx introducer, and was deployed successfully. No endoleak was seen at the end of operation. The patient will be monitored, and an additional intervention will be taken if necessary.

Manufacturer narrative:
Based on the clinical assessment performed the reported difficulty in advancement of the sheath, the damaged component, and foreign body emboli was confirmed. These events were likely user-related for the left side; both off label and cautionary conditions exist; and, and anatomy related (right) - the difficulty in sheath advancement. Procedure harms could not be determined. The patient was reported to be doing well post procedure with the foreign body still within the patient. Return device evaluation of the afx introducer f17-45 supports the reported separation of the radiopaque marker from the sheath. The tip of the sheath is damaged, and the marker is not present in the sheath. The identified cause of the device failure and damage is due to calcification within the access vessel. This conclusion is based on the condition of the physical device and the description of events provided. The root cause for the reported difficult advancement in the left iliac, damaged component and foreign body emboli is user-error (off label iliac artery; cautionary calcifications). The root cause for the difficult advancement in the right iliac anatomy is related to the small bifurcation diameter of ~1.0 cm. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.